Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had periods lasting almost all month and constant pain, radiated constantly on the left side and she felt like she was in labor (interpreted as pelvic pain). She was scheduled to have a hysterectomy. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the nature of the reported events and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. The product technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a (B)(4) meeting taking place in september 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. In (B)(6) 2008, the consumer experienced bloating and swelling, and she was told that her body was adjusting to the implants. Since then, she had suffered with severe swelling, hair loss, wild periods lasting almost all month, bruising, knots, inconclusive blood results, inconclusive (B)(6) results (B)(6), loss of libido, etc. She went to several doctors for neurological disorders, intestinal issues and urinary issues, and had inconclusive results. She visited ER (emergency room) 5 times in 2 weeks. The consumer had a severe family history to metal (interpreted as allergy to metal). She also stated that every day was a struggle and she was no longer able to hold a job. She was in constant pain and was unable to sleep a full night without pain - it radiated constantly on the left side and she felt like she was in labor always. She looked like pregnant and she had always been fit and active. She was depressed and anxious all the time. She had 3 children who she could no longer play with. She was scheduled for hysterectomy in (B)(6) 2015. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had periods lasting almost all month and constant pain, radiated constantly on the left side and she felt like she was in labor (interpreted as pelvic pain). She was scheduled to have a hysterectomy. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the nature of the reported events and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. A product technical analysis has been requested.